Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) presented via remote transmission with a battery performance alert. No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) also exhibited failure to interrogate. The physician elected explant and replace the device. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Premature depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with field action in october 2016.

Manufacturer narrative:
Previously reported h6 investigation conclusion code as conclusion not yet available when it should have been cause traced to device design.